Event description:
The report stated that during a gynecological procedure, the ligasure handpiece jammed shut on the patient's tissues. The surgeon cut around the handpiece to remove the device and to avoid bleeding.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.